Manufacturer narrative:
D10: 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t: (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 10 years and 1 month post the initial right total knee arthroplasty, the patient complained of pain and was revised due to a recalled liner and loose femur. Photos provided show wear of the liner and patella components. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.